Manufacturer narrative:
On (B)(6) 2014 follow up: customer reported that the reported issue has not reoccurred. Additionally, the customer stated that he will be more diligent in the future and consult the pump history after every bolus. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that boluses were not being recorded in the pump history. Customer's blood glucose level was 190 mg/dl. During troubleshooting with tandem technical support, pump data was viewed and food bolus was confirmed to be recorded.